Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient controller would not communicate with the ipg showing a ¿replace generator¿ error message. It is unknown when patient lost stimulation. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device exhibited normal battery depletion and no malfunction was identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.